Event description:
A mayfield skull clamp (a 1059) was initially reported to be involved in an incident and the unit was in contact with a patient. Additional information was requested, however, it wasn't until (B)(6) 2012 that the biomedical technician reported that the patient moved. The unit did not move. He was not in the operating room when the incident occurred therefore he cannot provide further information.

Manufacturer narrative:
The device involved in the reported incident was received for evaluation. An investigation has been initiated based upon the reported information.